Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no patient harm.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose upper latch switch bracket screws. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.